Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right ventricular (rv) pacing impedances measuring greater than 3000 ohms. Additionally, there were some non sustained ventricular tachycardia with farfield sensing. Technical services recommended to perform isometric manipulation and to sample impedances. At this time this pacemaker and rv lead remains in service. No adverse patient effects were reported.